Manufacturer narrative:
Date sent to the FDA: 04/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral mastectomy on (B)(6) 2011 and a drain was placed. The drain was removed on (B)(6) 2011. The patient developed an infection on one side of her chest wall. The cultures showed staph aureus which was sensitive to flucloxacillin. The patient was managed as an outpatient and then as an inpatient. The patient was recovering well.